Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: service technician performed bench testing. All testing performed using a known good test patient circuit as well as a known good ac adapter. Ventilator passed 90 hour extended tests at customer¿s settings. Ventilator failed ltv final test for non-conformities the flow performance test and with calculated tidal volume average. These slight non-conformities would not result in a failure to ventilate properly.

Event description:
There is no reference to equipment malfunction, the customer reported the event and requested an evaluation of the device. This unit is the patient's back up ventilator and was not connected to the patient during the reported incident. The customer reported the patient became disconnected from their primary model lap top ventilator 1150. The patient was low of oxygen and went into cardiac arrest. He was disconnected for approximately 10 minutes before being provided positive pressure ventilation via bag valve mask. Once stabilized, he was reported to have no brain activity.